Event description:
The physician reported the patient was successfully treated with the encore system on (B)(6) 2023. On (B)(6) 2023, the physician reported an unhealed wound, with a post-operative infection. A course of antibiotics cleared the infection, however a reoccurrence lead to explant of the device. Of note is that the patient is a healthcare worker and a culture confirmed serratia marcescens, a common antibiotic resistent bacteria responsible for hospital-acquired infections.